Event description:
It was reported that the issue came from the on table testing that occur during the surgery. They were unable to do the connectivity test to actually do the on table testing. There were no contributing factors. They replaced the clinician programmer, or cable, battery in the external neurostimulator (ens), and also the connector of the clinician programmer, but none helped with being able to have a connectivity test that worked. They thought that it might have been from the patient lead and therefore, they replaced the lead, but it did not change anything. At the end, they were unable to do the on tablet testing. The patient was fine with no injury or complications. They continued the surgery. The issue was resolved.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301533 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.